Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead failed to sense p-waves and was capturing the right ventricle. Chest x-ray confirmed the atrial lead had dislodged. The atrial lead was successfully repositioned on (B)(6) 2023. The patient was in stable condition.